Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The sub assembly work order for the friction fit adapter was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state: "it is vital that the integrity of the work channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty. Use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." The instructions for use state under system preparation: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." The instructions for use direct the user to lubricate the endoscope and exterior portion of the barrel. The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before the loading process. The instructions for use caution the user not to place lubricant inside of the barrel. The bands most likely deployed from the barrel as a result of the trigger cord being pinched between the barrel and the endoscope. A possible contributing factor to barrel detachment includes allowing body fluids to enter the area between the barrel and endoscope. The instructions for use recommend performing a routine endoscopic examination to confirm the diagnosis requiring treatment of esophageal varices prior to loading the ligator assembly. If the endoscope is wiped free of bodily fluids after the initial check for location of the varices, body fluids in this area can be avoided. Prior to distribution, all packaged 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure packaging integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following information was initially reported to cook on (B)(6) 2016: during the procedure the physician used a cook 6 shooter saeed multi-band ligator; after they placed five (5) bands, when they were retrieving the endoscope, the end of the ligator [barrel] was blocked into the patient's esophagus. The wire [string] was detached. The physician had to use a forceps to retrieve it [the barrel]; the procedure lasted longer. The device was discarded. The following information was received via the cook complaint reporting form on (B)(6) 2016: the doctor practiced ligation of esophageal varices, loss of the first elastic [predeployment of first band], elastic installing 3 without problem [placed 3 bands successfully]. When the endoscope is removed after the procedure is completed, the barrel remained at the top of the esophagus. The nurse took a clamp [forceps] to the recover; no problem following.